Manufacturer narrative:
Performance capability of the tetrachrome reagent was assessed using existing aged specimen/prepared sample stability study data. Results showed aged sample variation takes up the majority of the variation in the internal specification and no other error budget is left for other system variation. Therefore, the specification and/or claims are inadequate and a new aged sample/prepared sample stability specification and claim needed to be developed. New aged specimen/prepared sample stability claims are under development. Characterization studies show that claims of 24 hour aged specimen and 24 hour prepared sample stability should be supported for tetrachrome manual application. This was an in-house stability study for the documented reagent and is not lot specific. (B)(4). This medwatch report is related to MDR 1061932-2012-00483.

Event description:
Based upon internal development activities, including input from beckman coulter, inc. Medical advisory board (mab), a review of tetrachrome reagent performance studies identified the internal performance specification of +/-30% for absolute count results - used as acceptance criteria for accuracy and aged specimen/prepared sample stability studies - allows for greater variation than the clinical decision making difference of +/-25% for non-cd4 (cluster of differentiation 4) parameters (cd3, cd8, cd19, and cd56) provided by the medical advisory board (mab). Patient results were not associated. There was no report of patient injury or change in patient treatment associated with this event.